Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient woke up and the cgm was reading high mg/dl. Without confirming a bg meter comparison value, the patient self-treated with an insulin bolus via his tandem insulin pump. A few minutes later, the patient was incoherent and unresponsive. The patient¿s wife called 911. Once ems arrived, the patient¿s bg meter reading was 26 mg/dl while the cgm was reading high mg/dl. The patient was treated with IV glucose and transported to the emergency room (ER). At the ER, the patient stated his bg level remained low but he could not recall any specific values. The patient was discharged from the ER after several hours once his bg level was up to 120 mg/dl. At the time of report, the patient was feeling weak but ¿somewhat improved¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.